Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to the device stopped working and the patient experienced recurring incontinence. All components were removed and replaced with a new device. The patient fully recovered.